Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
: Information was received from a manufacturer representative regarding a patient. It was reported that there was a respiratory distress event. The patient had two leads placed without issue on (B)(6) 2016. When it was attempted to awaken the patient, the oxygen levels dropped. It was believed to be a reaction to the anesthesia. It was determined at the time to cancel the implant surgery and to remove the leads. No complications with the leads were reported. The leads were removed and discarded by staff. It was unknown to the clinic what led to the event. It was reported that these issues had resolved at the time of the report. As of (B)(6) 2016, it was stated that the patient's implant surgery will be rescheduled and done at a hospital. The patient's medical history included myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.